Event description:
Rptr had been in acute pain. Had gotten a chest x-ray, and a silicone sensitivity test and while there, rptr's breast opened, drained and started pushing the ruptured implant and necrotic tissue out. (*)